Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with the infusion set which led to high blood glucose level. Therefore, they tried to treat it with multiple daily injections, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was 769 mg/dl at the time of the event. Moreover, the infusion had been used for one day. During hospitalization, the patient received fluids of saline, insulin and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.